Event description:
It was reported the patient's daughter inquired as to if any of the patient's devices were on recall. It was verified that none were. She reported the patient died and that the "device kept shocking patient and md when trying to do CPR. Family feel device may have been at fault." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient's daughter inquired as to if any of the patient's devices were on recall and was told that none were. She reported the patient died and that the "device kept shocking patient and md when trying to do CPR. Family feel device may have been at fault." The cause of death has been requested and not received. Follow up with clinic reported they last saw patient 5 days post implant for a wound check and reported it was healing well and that the patient was "doing quite well."

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported patient's daughter inquired if any of patient's devices were on recall and was told that none were. She reported patient died and "device kept shocking patient and md when trying to do CPR. Family feel device may have been at fault." Cause of death requested and not received. Follow up with clinic reported they last saw patient 5 days post implant for a wound check and reported it was healing well and patient was "doing quite well." Medical records noted patient found slumped over steering wheel by paramedics with unknown down time and in pea (pulseless electrical activity) that changed to vf (ventricular fibrillation) enroute to hospital. Resusitation efforts unsuccessful and patient pronounced dead in the ER at 13:08. An EKG strip with time noted as 12:20 showed a vf (ventricular fibrillation) with pacemaker spikes and no capture.